Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced access site oozing. Doctors applied new dressing to the access site, and managed to bring anticoagulation down. Several days later, oozing at the access site was reported by a nurse. He explained that doctors redressed the access site to achieve hemostasis. Several days later, patient went to the cardiac cath lab for ventricular septal defect repair. During the procedure, a patch was placed. While the patch was released, the pressure from the right ventricle broke the tissue causing the patch to be free floating in the left ventricle with embolization. The patient was rushed to or where they were bleeding profusely, then sent to the unit as they were too unstable to continue procedure. Impella was unable to be re-positioned away from the mitral valve due to clots in the graft. Patient¿s urine had dropped to less than 30 cc¿s over the next two hours. Staff also noted that patient had dialysis line being placed for continuous renal replacement therapy. Patient was having pink colored urine that turned merlot over night. Patient¿s urine had dropped to less than 30 cc¿s within the last two hours. Also, patient had surgical complications due vsd repair. Patient went to ccl where md tried to place a patch. Patch had thromboses and a clot was dislodged into the lv. Patient was rushed to the or. Graft had clots in it, so pump was unable to be re-positioned away from the mitral valve. Blood products given.